Event description:
Patient called to report having a revision surgery on (B)(6) 2013, to his zimmer versys hip implant. He stated the implant was becoming loose at the sockets and he was experiencing pain. Since the revision, he says he still has pain and is unable to work. Patient stated he is unhappy with the hip implant and that he has a slight limp and his muscles tighten up when he walks.